Event description:
It was reported that the cartridge was leaking from the cartridge pigtail. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.